Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and was not able to reproduce the error. The fse replaced the wash pump, b/f waste valve, and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 10sep2023 through aware date 10oct2024. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2015) bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to failures of the diluent/wash pump and b/f waste valve.

Event description:
A customer reported an intermittent error message ¿2015 bf probe failure¿ on the aia-360 analyzer. The customer stated they replaced the wash reagent filter, ran quality control (qc), and will follow up. The customer called back and confirmed that qc passed; however, the issue reoccurred, and the analyzer is currently down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.